Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Reportedly, the cartridges appeared to not "click" all the way in. Blood glucose level was approximately 160 mg/dl.